Manufacturer narrative:
(B)(4). Carefusion has requested additional details concerning the reported event an dhas provided troubleshooting recommendations in order to identify a potential cause of the reported event. As of 06/12/2015 there has been no response from the user facility.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the vela unit. Unit powered on in service mode and with check events and invalid serial number alarm on top banner. Open unit and found battery pack cables have been modified to fit outsource battery packs and data cable from main pcba to rear panel pcba was disconnected. Also found led on turbine 3phase motor driver pcba has broken led power indicator. Reconnected data cable and powered unit in service mode, exported event error log notice multiple transducer fault events. Powered unit in operating mode and powered with vent inop on top alarm banner, notice on events transducer fault caused vent inop. Problem was isolated to broken components on main pcba. Found broken transducer¿s pt801, pt800, pt802 and also found video cable on connector j2 not fully inserted in the slot and found broken inductor l503. Findings/root-cause: problem was duplicated and isolated to broken component on main pcba.

Event description:
The foreign distributor in (B)(4) reported that the ventilator intermittently comes up with motor fault, when switch off and on again it works 100%. Alarm can be seen in the events.